Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and place the stent. The physician removed the stent delivery cathter. The physician inserted the aspiration catheter and before the physician was able to aspirate the vessel the occlusion balloon deflated unexpectedly. The physician was able to aspirate particulate from the vessel. The pt is reported to be fine.